Event description:
It was reported that during a lap nephrectomy procedure, the clips fell out of the instrument during deployment. The site used another clip applier to complete the case. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.